Manufacturer narrative:
The infant curewrap involved in the incident was not available for investigation. No photos were provided. Without the ability to investigate the wrap, a root cause of the reported leak cannot be established. The operator's manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." The manual also provides a troubleshooting guide for water leaks, as well as the following warning statement: "water may drip from the inlet tubes of the wraps. Be sure that no electrical device or outlet is located under the criticool's water inlet or wrap tubes. When disconnecting wraps from the criticool confirm that the clamps are tight, to prevent water leaking from the wrap." A review of past complaints indicates that there have been no other complaints related to this lot number. All curewraps are 100% leak tested by the manufacturer prior to release for shipment. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received a report from the user facility that an infant curewrap leak started as a slow drip and became a consistent spray when clamped.